Event description:
Patient presented to the surgeon with a 2-level mdt plate at c3-c5 and a prodisc-c at c5-c6, originally implanted in (B)(6) on an unknown date. Patient complained of pain at pdc level. X-rays taken show what appears to be improper placement of the prodisc-c device. The prodisc-c was removed with no problems and patient was fused at c5-c6.

Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.